Event description:
Per complaint (B)(4), it was reported that a dental implant could not be separated from an abutment during clinical procedure. The implant was not placed. No adverse patient consequences were reported.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Information for section a4, d6a, d6b, were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.